Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia and menorrhagia had resolved and the vaginal discharge, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dyspareunia (painful sexual intercourse), abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding), bladder disorder, urinary problems, vaginal discharge, fatigue, hair loss were added. Outcome of event dyspareunia (painful sexual intercourse), pelvic/abdominal pain, apareunia, menorrhagia were updated as recovered/resolved. Patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.